Event description:
On 15/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on 13/nov/2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.

Manufacturer narrative:
Correction provided in h6 and f10.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023 . As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.